Event description:
The device broke during introduction. As per complaint form: impossible to insert needle into pt's tibia. Needle has been broken but no parts stayed in pt's tibia. Placed peripheral access catheter for adrenaline injection. No section of the device remained inside the pt.

Manufacturer narrative:
No consequences to the pt were reported. Device broke is not listed in the instructions for use. No product was returned to assist in this investigation. Per specs, a 100% visual examination is performed within the quality control department, verifying that the cannula is molded or glued securely into the hub and glue is smooth. Without the complaint device a definitive root cause is not possible. The c-din intraosseous infusion needle is an emergency alternative to be utilized until standard or convention venous access can be obtained. It is recommended for use in pts under 24 months of age. It should not be used in pts over 24 months due as the bones are more dense. When we have seen this type of complaint in the past it is typically due to an attempt to use the device on a pt over 24 months. The age of pt in this complaint is not provided therefore we cannot ascertain if this was the source of the difficulty. In the absence of either an examination of the complaint device or add'l info, such as the pt's age the root cause for this complaint will be listed as "inconclusive". We will continue to monitor for similar complaints. Per quality engineering risk analysis, there is insufficient risk to warrant risk mitigation activities.